Event description:
One week following c-section, all layers of a pt's abdomen burst open. Pt was returned for surgical repair of the abdominal wound. Customer reported that the suture on the rectus sheath had snapped at the mid-portion.